Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked from the connection port. This was identified during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed which observed the overpouch was not received; however, the port tube seal was leaking. A leak test was performed which revealed a leak in the affected area. The reported condition was verified. The cause of the condition was due to the sealing process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance had been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.